Event description:
It was reported that after placement, loss of sensing and capture was noted. The lead was not used and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.